Manufacturer narrative:
The tech replaced two brake casters and the steering caster to repair the bed.

Event description:
Info received indicates the brake is not holding. The casters will lock but continue to swivel from side to side.